Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had hardware low level failures alarm on the insulin pump. The customer¿s blood glucose level was 60 mg/dl at time of incident. The customer's mother stated that they had performed self-test and was interrupted with hardware low level failures alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and the displacement test. The audio alarm functioned properly during the self test and the volume setting was able to be adjusted from 1 to 5 without any errors. The audio beep/tone is functioning properly with no unexpected low volume, low volume during alarms, or no audio beep/tone anomalies noted during testing. No unexpected pump error 63 alarm during testing however, pump error 63 alarm is in the formatted history file due to broken traces at u1 of the keypad assembly.